Manufacturer narrative:
Please note corrections to section h6 (device code). The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received im reamer shaft revealed a disfigured and deformed grommet at the distal end. The damage looks to have occurred during the insertion of the grommet. Overall, the shaft looks relatively damage free. It was also observed that the grommet was undamaged around the clamping points. All of this confirms that the device couldn't be used at all in the surgery and hence it is an out-of-box failure. A review of the labeling did not indicate any abnormalities. Protruded grommets are known from previous complaints; a nc was initiated in october 2012 and actions were implemented in november 2012. The insertion tool was changed, and the process was updated. The returned reamer shaft was manufactured in january 2021, after the actions were implemented. In the current case, it could be identified that the grommet was not inserted correctly during manufacturing. Therefore, a new nc has been initiated to address the issue. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported to ansm under ref number: (B)(4) the following incident: "date occurred: on (B)(6) 2021. Incident description: presence of a piece of plastic at the end where the boring olives should be positioned. Risk of leaving plastic in the femoral diaphysis during reaming. The offending reamer was not used on the patient: another reamer was opened. The incriminated reamer is available for expertise upon request from the laboratory to the material safety officer."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported to (B)(6) under (B)(4) the following incident: "date occurred:(B)(6) 2021. Incident description: presence of a piece of plastic at the end where the boring olives should be positioned. Risk of leaving plastic in the femoral diaphysis during reaming. The offending reamer was not used on the patient: another reamer was opened. The incriminated reamer is available for expertise upon request from the laboratory to the material safety officer."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported to ansm under ref number r(B)(4) the following incident: "date occurred:(B)(6) 2021. Incident description: presence of a piece of plastic at the end where the boring olives should be positioned. Risk of leaving plastic in the femoral diaphysis during reaming. The offending reamer was not used on the patient: another reamer was opened. The incriminated reamer is available for expertise upon request from the laboratory to the material safety officer."